Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months, 14 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with complaints of recurrent melana and noticed black tarry stools prior to admission. The patient's hemoglobin level was 7.6. Endoscopy was performed on (B)(6) 2018 and showed non-bleeding erosive gastropathy. Blood transfusion was provided to the patient. Colonoscopy was performed on (B)(6) 2019 showing small localized angiodysplastic lesion. Three hemostatic clips were placed. Aspirin was discontinued indefinitely. The patient had no further issues and was discharged on (B)(6) 2019.